Event description:
After three months from the implant the two catheters were broken and the distal portions migrated into the cardiac cavity. The migrated portions were radiologically removed in another hosp.